Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for an unknown dbs therapy. It was reported that the rep was seeing a difference between the 8840 and the a610 on the l stn. The rep was not with the patient or hcp to do troubleshooting. The rep was reporting that the tablet was showing c0 as over 5000 ohms. The 8840 showed c/0 at 3552, 0/1 at 4163 and 0/3 at 4031. The rep was just testing impedances for MRI purposes. No therapy issue or concern was reported on the call. Impedances were tested and the following impedance results were reported. Caller stated it did show "high" on the 8840. Tablet showed c/0 5268 ohms. It was reviewed with the rep how to test a unipolar pair at 3.0 v using group impedance measurement. Re-run electrode impedance at higher amplitude. Re-run impedance and check individual reference electrodes. Troubleshooting resolved the issue. Resolved issue for determining MRI eligibility but no troubleshooting regarding the higher impedance for contact 0 for the l stn. The rep responded back giving the patient information, and stated that after the high impedances were showing they did not proceed with the MRI. The high impedances were not resolved. There were no further complications reported.